Event description:
It was reported that the on-off key on the external pulse generator (epg) was not operating properly. Also, later when the epg was used on a patient, it suddenly turned off while running. The physician did not provide any information on the patient outcome.

Manufacturer narrative:
Correction: product event summary: analysis found that the device could be powered on. Analysis could not confirm the reported event. As a preventive measure the keypad and interconnect assembly was replaced. Functional testing passed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the device would only occasionally power on. As a result the main printed circuit board (pcb) and interconnect assembly were replaced. (B)(4).